Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system was returned and the reported difficulty/inability removing the lock line was confirmed. However, the reported difficulty removing the device due to clip interaction with the chordae could not be replicated in a testing environment as it was based on patient and procedural conditions. It should be noted that in the instructions for use, grasping the leaflets and verifying the grasp states the following warning: do not make substantial clip arm orientation adjustment in the left ventricle. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported clip becoming caught on the chordae, resulting in the difficulty removing the device from the anatomy appears to be a result of challenging patient anatomy. Lastly, the reported patient effect of tissue damage was likely a result of procedural conditions, as the clip entanglement in the chordae resulted in a rupture; the reported hypotension was likely a symptom/secondary effect of the chordal rupture. The reported patient effects of mitral valve injury (tissue damage) and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient was hypotensive. Medication was given and a balloon pump was placed for stabilization and the patient underwent surgical removal of the third cds and mitral valve replacement. There were no reported adverse patient sequelae. No additional information was provided. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The third clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This report is filed because the first clip delivery system (B)(4) became caught in the chordae, causing chordal rupture. Additionally, resistance was felt when removing lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Visualizing the clips was difficult due to poor imaging. The first clip delivery system (B)(4) was advanced to the mitral valve and was caught in the chordae. The cds was freed with standard trouble shooting, however chordal rupture occurred. After grasping the leaflets, the lock line was flossed; when retracting the lock line halfway, resistance was felt. The clip deployed successfully. After removal of the cds, it was noted the lock line was stuck at the end of the cds; 1mm of the lock line was sticking out of the cds. A second clip (B)(4) was advanced and also got caught in the chordae but was freed. The clip was implanted medial to the first clip. A third clip (B)(4) was advanced to further reduce mr and also got caught in the chordae, rupturing the chordae. The clip could not be freed from the ruptured chord. The anterior leaflet began to prolapse. Due to the ruptured chordae and prolapsing of the anterior leaflet, there was movement of the two implanted clips, however, the clips remained in the implanted position on the leaflet. Mr remained at 4.

Manufacturer narrative:
(B)(4). Evaluation summary: it should be noted that in the mitraclip instructions for use it states: grasping the leaflets and verifying the grasp states the following warning: do not make substantial clip arm orientation adjustment in the left ventricle. Clip entanglement in sub-valvular apparatus may result in cardiac injury and worsening mitral regurgitation; and may result in difficulty or inability to remove the clip, and conversion to surgical intervention. As it was reported that clip movement was performed while located in the left ventricle against advisory not to, in addition to the poor imaging conditions during the procedure, it is likely that user error contributed to the clip becoming caught on the chordae, resulting in the difficulty removing the device from the anatomy. The reported clip becoming caught on the chordae, resulting in the difficulty removing the device from the anatomy appears to be a result of both challenging patient anatomy and user error. The reported difficulty removing the lock line was a result of an observed knot at the end of the lock line. Based on the information provided, it cannot be confirmed if user technique contributed to the formation of the knot. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information: the clip delivery systems (cds) were positioned in the left ventricle during use. No additional information was provided.